Event description:
A distributor advised of an alleged pt death. The pt was reported to be treated for ear cancer with bead block. Death occurred later that day. No relationship between the death and the device has been established.